Event description:
It was reported that the dr noticed a crack in the tip of the lead during placement and the lead was not implanted. The pt recovered without sequela. No further info was requested at this time.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.